Event description:
Customer reported to beckman coulter, inc (bec) that the coulter lh 750 hematology analyzer was giving differential heater sensor defective error message. Customer reported that there was a retic stain leak at the left of the manual probe coming from under the instrument. Customer reported that clear diluent leaked on the floor, under the instrument. Customer reported that the leaked fluid was not contained inside the instrument. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a medium volume leak from a hole in the blood sampling valve (bsv) backwash red tube which connects to t-fitting 170. The fse replaced the tubing. The fse found the differential heater, located directly under the leak, was damaged by the spill. The fse replaced the differential heater. The fse also determined that the contents of the retic mix chamber back-flowed and leaked due to the same hole in the backwash tubing. The fse replaced the retic stain chamber. The fse performed system verification and found all tests passed.

Manufacturer narrative:
(B)(4).